Event description:
On (B)(6) 2019, a stoma site culture was taken and was positive for staphylococcus aureus and proteus mirabilis. The patient was treated with ciproxine 500 mg. 3 times per day. On (B)(6) 2019, a new stoma site culture was taken and was positive for staphylococcus aureus and candida albicans. The patient was treated with sporanax 100 mg. Twice daily and bactrim 800/160 mg. Twice daily. On (B)(6) 2019, the physician reported that the infection was not recovering.

Manufacturer narrative:
Reference record 1485114. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient went to the emergency room (ER) for suspicion of a buried bumper, due to stoma site pus and pain when moving the peg tube. On (B)(6) 2019, the patient was hospitalized. An echography and x-ray were performed, confirming an abscess. The x-ray confirmed there was not a buried bumper. The abscess was treated with oral augmentin antibiotics and wound care. On (B)(6) 2019, the patient was discharged from the hospital.